Event description:
Baxter contacted corporate product surveillance regarding "a tube that was stuck in the clean flash, which made the slit at the tube of the transfer set." Per bacter, the transfer set had been in placed for 60 days. No pt injury or medical intervention was associated with this incident, per baxter.